Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100589277. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #:(B)(4).

Event description:
It was reported that following initial activation of this inflatable penile prosthesis (ipp); the device exhibited spontaneous deflation during intercourse. The patient consulted their physician and was guided to wait for an additional period before attempting use of the device. Approximately 3-4 months after implant, the patient was given clearance to use the device once more and the patient experienced spontaneous deflation again. A surgical procedure was then performed during which the ipp was explanted and replaced. No patient complications were reported.